Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider (hcp) from a clinical study, via a manufacturing representative, reported pain at the battery level since (B)(6) 2015. Reprogramming was performed and the issue resolved without sequelae on (B)(6) 2015. The kind of pain was not specified but the pain decreased after reprogramming. Medical history included idiopathic functional urinary incontinence since 2010. It was noted the event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208785363, implanted: (B)(6) 2014 : product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was pain at the battery level due to high intensity stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.